Event description:
During a routine preventative maintenance check by a zoll technical service technician the device's monitor screen would blank out. There was no patient involvement in the reported failure.